Event description:
The patient had been received proton therapy around the liver for total 22 sessions. The last session was performed on (B)(6) 2014 (22nd session), and the pacemaker was checked after the session. During the pacemaker check, unexpected parameter change was confirmed; (mode and pacing rate were programed to ddd and 60/130ppm). All parameter were re-programmed to the previous settings. An explanation about unexpected change of the parameters is requested.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, the patient had been received proton therapy around the liver for total 22 sessions. The last session was performed on (B)(6) 2014 (22nd session) and the pacemaker was checked afterwards. During the pacemaker check, unexpected change of the parameters was noticed since last pacemaker check performed on (B)(6) 2014. An explanation about unexpected change of the parameters is requested. It should be noted that the patient files dated (B)(6) 2014 were not available